Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident and there is no suspected device malfunction. However, as the baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review has been completed for the lot in question and all the devices in the lot met relevant requirements prior to release.

Event description:
A heart clip procedure was performed where the versacross transseptal sheath and versacross rf wire devices were used for the initial transseptal puncture (tsp) of the procedure. Within 20 minutes, a successful tsp was completed and the versacross devices were removed for the insertion of the pascal system devices that were used for the remainder of the procedure. A few hours later, the procedure was completed with no observed complications. However, during post-procedure observation, a cerebral embolism was suspected in the patient and confirmed by CT scan. The specific cause of the embolism could not be confirmed. The physicians indicated it was a complex case, with positioning of the heart clips taking longer than expected. The patient is reported to be recovering in the hospital. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as the baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2022-00010.